Event description:
An attempt was made to use a mo.ma ultra cerebral protection device to treat a lesion in the right internal carotid artery with 80% stenosis and calcification. It was reported that it was very difficult to insert the mo.ma device into the 8fr introducer sheath. An attempt was made to inflate the proximal balloon but the balloon was reported to have burst. The physician did not know at what stage the balloon had burst. It was also reported from the account that the packaging was damaged and the distal shaft was kinked. The pt was subsequently treated with another mo.ma ultra device. No further info was provided.

Manufacturer narrative:
(B)(4). Results, conclusion: (introducer sheath), (attempted inflation was performed despite friction with the introducer sheath and damaged packaging). Eval summary: traces of radiopaque solution were detected in the inflation lines. No kinked portions were detected on the shaft of the device. The proximal balloon showed a small cut on the proximal side. The profile on the proximal balloon was measured and met required specs.